Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis and a blood glucose reading of 564 mg/dl. It was stated that the customer changed the infusion set four days prior to the hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly. There were several no delivery alarms in the alarm history. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.